Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump received low battery and replace battery. Customer states the display was not blank less than 30 seconds and did not return. Customer states battery compartment is neither damaged nor corroded. Customer states display did not return after insulin pump restart. Customer states insulin pump had a crack on the back of battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with case cracked behind pump near battery compartment and case cracked behind pump at corner of belt clips rails. Blank display not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.